Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised due to an adverse tissue reaction

Manufacturer narrative:
Patient was revised due to an adverse tissue reaction. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Update (B)(6) 2017: litigation received. Litigation alleges pain, elevated levels of chromium and cobalt and evidence of pseudotumors and discomfort. Stem has been added due to alleged high metal ions. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Complaint description: patient was revised due to an adverse tissue reaction. Update (B)(6), 2017: litigation received. Litigation alleges pain, elevated levels of chromium and cobalt and evidence of pseudotumors and discomfort. Stem has been added due to the alleged elevated metal ions. This complaint was updated on jun 19, 2017 update (B)(6), 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, elevated metal ions and adverse reaction to metal. Revision notes stated a pseudotumor was identified, the contents were dark green and black and fluid filled. Laboratory result for metal ions were above normal. MRI findings suggests osteolysis. This complaint was updated on: oct 24, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update oct 03, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, elevated metal ions and adverse reaction to metal. Revision notes stated a pseudotumor was identified, the contents were dark green and black and fluid filled. Laboratory result for metal ions were above 7ppb. MRI findings suggests osteolysis. This complaint was updated on: oct 24, 2017.

Manufacturer narrative:
(B)(4). Added: (PMA/510k).